Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a battery failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and discovered a power loss alarm test failure. The philips asp stated the device did not turn on and continued to alarm when the battery was plugged back in. The philips asp replaced the battery to resolve the issue and confirmed that the power loss alarm test passed. The device passed required performance verification tests by philips standards and was returned to service.